Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery intermittently depleted quickly. Customer's blood glucose was 265 mg/dl. Reportedly, the customer reverted to an alternate insulin therapy method.